Manufacturer narrative:
Device labeling single use or reuse. No conclusions can be drawn.

Event description:
Information received from eye care professional. A patient initially contacted us requesting replacement contact lenses (cl). While coordinating replacing lenses for the patient, the optometrist stated that pt's first exam by him/her was 2008. The patient presented with pain, 1+ redness, 3+ corneal edema, 2+ spk, decreased visual acuity and 3+ gpc, 1+ cell and flare ou. Corrected va 20/400. The patient was diagnosed with uveitis ou and treated with tobradex qid. This information was created to report the event od. Os reported on 1033553-2009-00009. The patient was wearing acuvue 2 when the event occurred. The report stated that the patient had slept in the lenses 3 days prior and that the event "occurred due to cl overwear ou". A week later, the patient returned to the clinic, was feeling better and uveitis improved. Medication continued and the patient was instructed to return to the clinic in 1 week. The report stated that another one week later, uveitis resolved and medication discontinued. The patient has returned to lens wear. No additional information is expected. Lot history review and product evaluation were not performed because the lot number was not provided and suspect product was not available for evaluation. MDR reportable events are reviewed in quarterly management review meetings.